Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level of 27 mg/dl. Cause of bg level was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
B5, MDR code 1912 b4 b4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized; cause was not provided. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.